Event description:
During a surgical procedure in prone position, a horseshoe head rest 1002.72a0 was used. The patient suffered an epidermolysis on malar region. Treatment of the patient was required. No information about the kind of treatment reported to maquet. (B)(4).

Manufacturer narrative:
The device was inspected. No failure could be found. The root cause cannot be clearly determined. Many factors can contribute to such an injury. For example: the health condition of the patient, the duration and kind of surgical procedure, how the patient is supported and the positioning of the patient on the device. In general, the user has to ensure that the patient is supported and positioned adequately. According to the instructions for use (ga100272en08) the user always has to position the patient correctly and to maintain continuous observation. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.